Event description:
Hill-rom technical support received a report from the account stating the bed exit alarm would not work. The bed was located in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech support rep performed a troubleshooting over the phone with the account. The account reported the mattress on the bed had been replaced with a np100. When the mattress was lifted, the alarm would activate. The account replaced the tape switches. The hill-rom tech support rep asked the account to swap the np100 with a dynamic mattress and recheck the system. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventive maintenance will minimize downtime due to excessive wear. Ensure the bed exit sys works properly and that it places the appropriate call when activated. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom tech support contacted the customer two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.